Event description:
It was reported that the right ventricular (rv) lead had insulation damage with two separate cracks in the proximal end and the insulation appeared ¿milky.¿ the lead was also oversensing during electrocautery during the device change out and was inhibiting pacing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID e2dr01aa implantable pulse generator (ipg), implanted: (B)(6) 2006; product ID 4058m52 implantable pulse generator (ipg), implanted: (B)(6) 1995. (B)(4).